Manufacturer narrative:
(B)(4). Unknown date: 2007. Initial implant date; unknown date, 2006. Concomitant medical products: catalog number:0062024820 lot number:60518416 brand name: tm cup, catalog number:340009190 lot number:2341851 brand name wagner stem, catalog number:14320720 lot number:2335240 brand name: cocr head.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty. Subsequently, the patient underwent a closed reduction due to a dislocation that occurred during yoga approximately 1 year post surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent a closed reduction procedure under anesthesia due to dislocation that occurred during yoga. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.